Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The smas mailed a letter since the patient could not be reached by telephone. The patient reported that he had been obtaining elevated results, in the 300-mg/dl range, for one month. On the day of the call, the patient woke up with blood glucose in the 200 mg/dl range. He administered 50 units of lantus, as prescribed and ate cornflakes for breakfast. At 10 am, he obtained a 342 mg/dl. At 1:48 pm, he obtained a 459 mg/dl on the reporter meter. He was concerned about this result and decided to take an increased dose of humalog insulin ("58 units , as opposed to 47 units for a blood glucose of 300 mg/dl"). It is not clear if he was following a regimen or if he took the higher dose without his physician's recommendation. The patient explained he is asymptomatic while hyperglycemic and develops symptoms only when he is hypoglycemic. At approximately 5:45 pm, he described feeling dizzy and sweaty. While symptomatic, he proceeded to test and obtained a 55 mg/dl. The patient reported that he was aware of his condition and did not seek medical attention. He did not describe any treatment taken. It would have been helpful to know patient's testing frequency, medication regimen, and usual blood glucose results. The customer care advocate (cca) verified that the patient was using the correct testing technique and correct technique for cleaning the puncture area. Quality control testing could not be performed, as the patient did not have control solution. The patient was sent replacement products. This complaint is being reported due to the following conclusion: the patient alleged developing symptoms of hypoglycemia (sweaty/dizzy) as a result of administering an increased amount of insulin after obtaining a high result. It is not clear the results were inaccurate as the patient obtained a low result while reportedly hypoglycemic.